Event description:
It was reported that this pacemaker was exhibiting multiples false ventricular tachycardia (vt) episodes with noise signals. The impedance is stable, however a slight downward was seen. Technical services (ts) suspects issue related to lead age. Noise appears to be a diaphragmatic nature. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was exhibiting multiples false ventricular tachycardia (vt) episodes with noise signals. The impedance is stable, however a slight downward was seen. Technical services (ts) suspects issue related to lead age. Noise appears to be a diaphragmatic nature. This device remains in service. No adverse patient effects were reported.